Event description:
On (B)(6) 2014, it was reported that the display on the patient's blood glucose monitor was damaged. The patient stated that he cannot identify the numbers being displayed. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).